Event description:
The pt reported an elevated blood glucose reading in excess of 300 mg/dl. To troubleshoot, the pt was instructed to disconnect from his insulin infusion device and bolus. No insulin came out of the infusion tubing. The pt was then instructed to perform a prime in order to remove any air bubbles. After repeating the prime process twice, insulin dripped from the tubing. The pt then reconnected to his infusion device and gave himself a correction bolus. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.